Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
Updated fields: h2, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.